Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that they received no delivery alarms. The customer's blood glucose was 562 mg/dl at the time of incident. The customer's spouse stated that they treated the high blood glucose with the insulin pump. The customer's spouse stated that the no delivery alarm was resolved by an infusion set change. The customer's spouse performed troubleshooting and did not found air bubbles, leaks and setting issues. The customer's spouse was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.